Event description:
Guidant received information that this implantable cardioverter defibrillator was explanted due to normal battery depletion. It was also reported that the right ventricular transvenous defibrillation lead was exhibiting noise resulting in non-sustained episodes. A new cardiac resynchronization therapy defibrillator(crt-d) was implanted and again confirmed noise. The rate/sense portion of the right ventricular lead was capped and a new rate/sense lead was implanted. An induced shock was done, and resulted in a low, out of range shocking lead impedance warning message. The right ventricular defibrillation lead was capped and a rate/sense lead was explanted. A new right ventricular lead was successfully implanted. The crt-d was reconnected, but the right ventricular rate/sense set screw would not tighten.